Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) results were high. The customer installed a new sensor prior to calling the ccc specialist. The ccc specialist dialed into the customer's system remotely and checked the integrated multi-sensor technology (imt) pump rate and primed the fluids. New bottles of standard b solution and diluent were loaded as their volume was low. The ccc specialist went into the diagnostics setting and primed the fluids and cycled standard a and b without error. The imt probe was aligned and a quick check was run on imt, which passed. Upon the ccc specialist's instructions, the customer checked the peristaltic pump tubing and found that it was flat. The customer replaced the peristaltic pump tubing. The customer performed two advanced cleans as the analyzer did not allow them to perform a third advanced clean. The customer flushed the sample and vent ports with bleach and hot water, primed and cycled the fluids, homed all modules, exited diagnostic settings and reset the analyzer. The customer had to replace the sensor as per the recommended advanced clean. The ccc specialist rebooted the software as it was not allowing the customer to load a new sensor. Quality controls were run, which were acceptable. The cause of the discordant, falsely elevated na results on patient samples is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). Three patient samples were repeated on an alternate dimension vista instrument, resulting lower. Sample ID (B)(6) could not be located and the customer was unable to verify the result for sample ID (B)(6). The results obtained on the alternate dimension vista instrument were reported as correct results to the physician(s). There are no reports of patient intervention or adverse health consequence(s) due to the discordant, falsely elevated na results.